Event description:
It was reported that this was a tlif for the spinal stenosis on (B)(6) 2022. Although the cage has been inserted in proper position, the cage backed out backwards after the primary surgery. Therefore, a revision surgery will be performed on (B)(6) 2023. No further information is available. This complaint involves one

Manufacturer narrative:
The device history record was reviewed. (B)(4) devices were manufactured january 20th of 2022. The expiration date is january 20th of 2027. The devices were made to specifications. There are no-nonconformances related to this issue.lot met acceptance criteria. There are no capas associated with this lot. There are no other complaints related to this lot.